Event description:
It was reported that the surgeon inserted a 20.0 diopter cq2015 collamer three-piece lens and one haptic tore off in the injector. The lens was removed with no patient injury, no enlarged incision or sutures. The reporter stated the surgeon felt the torn haptic was due to the cartridge. The surgery was completed with a different type lens.

Manufacturer narrative:
H6: results - visual inspection of the returned product found no visible damage to the cartridge. The lens was returned and visual inspection found the lens optic torn and one haptic torn off. The haptic was stuck in the returned injector. There were no visible damage to the injector. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.